Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that fluid ingression was visible around the syringe port. A review of the event history log was unable to be performed due to the device having no history setup. Functional testing of the device was unable to confirm or replicate the reported event. Testing was performed, the device found no issue with delivery medication. Therefore, no fault found with the issue. The rear and front cases were replaced as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient had noted the pump cont rate was 0.011 and it was supposed to be 0.022ml an hr. The patient stated the pump displayed "12am" and they were unable to change the cont rate on the pump. There was no patient injury reported.